Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a no disposable pump will not run alarm. The medication was stopped due to the alarm. Rate was 2.3 ml/hr, reservoir volume at 14.4 ml, and 91.65 ml was given. No patient injury was reported.